Event description:
Update: (B)(4) 2014- medical records received. Patient was revised to address fluid, dark reactive tissue, and only fibrous ingrowth on the acetabular cup. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, swelling, immobilization, and acute localized damage to tissue and/or bone surrounding the acetabulum. There is no new additional information that would affect the investigation.

Event description:
Patient underwent revision procedure due to high ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.